Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension exl 200 system. The result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tnih result.

Manufacturer narrative:
Correction: initial MDR section b4 date of report entry 03-jun-2022 was incorrect. The correct date was 02-jun-2022. Additional information (07-jul-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. The instrument data log indicated that sample ID: (B)(6) which gave the falsely depressed result was accompanied with an abnormal assay flag. The data log for the reprocessed sample also indicated that the sample had slight hemolysis which indicates the presence of particulate matter from ruptured red blood cells at the time of the event. The causes of the low tnih result with sample ID: (B)(6) were sample integrity issue and the operator releasing the result with the abnormal assay flag. No product non-conformance was identified with the tnih assay or the dimension exl 200 system. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00144 was filed 02-jun-2022.